Event description:
The recipient reportedly experienced loss of lock between the external equipment and the internal device. External equipment was exchanged however; this did not resolve the issue. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed antenna coil damage. The photographic imaging inspection confirmed an antenna and shield wire break. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests from being performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective action has been implemented. This is the final report.